Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this lv lead is being explanted on (B)(6) 2011 due to infection. Lead was implanted on (B)(6) 2009. The physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).